Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a power failure and shut down while on a patient. However, there was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention was provided to the patient. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. While working with the biomed, they tried a different power cord, and the unit started to work again. The battery voltage was at 12.5 volts, and they plan to charge the battery until it is over 16 volts. The battery is about 4 years old. Per good faith effort (gfe) response received 09aug2024, it was confirmed that the power cord was bad. It didn't show signs of physical damage and was the original one to the unit. The battery didn't fail. It simply went too long without being charged so eventually the machine died. It did warn the user it was running on internal battery and that the battery was low. It is unknown if it gave an inop alarm. The device was not repaired and will not be put back into service, it has been retired. The hospital has purchased another device to replace the v60's. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.